Manufacturer narrative:
One 8.5f agilis introducer sheath was received for evaluation. Visual inspection revealed the sideport tubing was no longer attached to the hemostasis body. The proximal end of the sideport tubing was microscopically inspected. A small amount of solvent was noted on the sideport tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing had detached from the sideport of the hemostasis body, consistent with the reported flushing issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached sideport tubing remains unknown.

Event description:
This report is to advise of a sideport detachment noted during analysis.